Manufacturer narrative:
The patient underwent mesh implantation in order to treat pelvic organ prolapse. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, bowel problems, fistulae, recurrence, dyspareunia, neuromuscular problems vaginal scarring and other outcomes. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). The patient underwent the concurrent procedure of cystocele repair during mesh implantation. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion patient experienced bladder spasm and urgency.

Manufacturer narrative:
(B)(4). It was reported that patient underwent mesh removal and bilateral ureteral stent placement on (B)(6) 2013 due to palpable vaginal mesh stricture with localized tenderness. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infection and acute cystitis.

Manufacturer narrative:
(B)(4). It was reported that following insertion patient experienced incontinence.

Event description:
It was reported that the patient underwent a gynecological procedure to treat pop on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.